Event description:
The patient contacted animas on (B)(6) 2012 reporting that the ok button required hard presses to elicit a response. The patient stated that the keypad was intact and there was no exposure to moisture. The patient stated that they fell and the pump was cracked. The patient reportedly wore the pump exterior to a garment and did not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were intermittently unresponsive and required multiple presses with increasing force to elicit a response. During investigation, evidence of contamination was found under all key contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.